Manufacturer narrative:
Note: this report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Additional information and investigation showed, that the complained product is (proximal part of revitan). Therefore please delete this report from your system. Please delete this report: 0009613350-2019-00282-1 from your system. This incident is from now on covered in report: 0009613350-2020-00336.

Event description:
Note: this report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Additional information and investigation showed, that the complained product is (proximal part of revitan). Therefore please delete this report from your system. Please delete this report: 0009613350-2019-00282-1 from your system. This incident is from now on covered in report: 0009613350-2020-00336.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: implantation date: 2005, exact date has been requested. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The device was implanted in 2005, exact date was not provided.

Manufacturer narrative:
Concomitant medical products: item# 01.00405.318, lot# unknown, revitan, distal part, straight, uncemented, 18/260. Item# 01.00402.075, lot# 2211005, revitan, proximal part, cylindrical, uncemented, 75, taper 12/14. PMA/510k: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The investigation of the event is in progress. X-rays, photos of explants were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information or investigation result becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately 13 years post implantation due to pain and radiographic indication of implant fracture.